Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date : unknown. Initial reporter zip code : (B)(6). Medical device manufacture date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. Unable to perform complaint lot history check owing to an unknown lot number for this event. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned one (1) used 31g x 5mm bd pen needle without a cover or tear drop label attached. Consumer reported rear cannula end is broken + gets stuck. The returned pen needle was examined and it was observed that the non-patient end (npe) cannula was broken. No evidence of manufacturing defect was observed. Since the sample was returned after use and no manufacturing defects were observed, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. The cause for this issue is user related. The npe cannula was broken by the user after handling the pen needle. CAPA/sa - based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 unspecified bd¿ pen needle cannula broke off and had attachment issues. The following information was provided by the initial reporter : it was reported by the distributor that the rear cannula end is broken and it gets stuck.